Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012, product type: catheter. (B)(4)

Event description:
Information was received from a patient receiving an unknown drug at the time of the event via an implanted pump. The indication for use was non-malignant pain. The patient verified they had to replace the battery for the pump and then she caught a severe infection. The device was removed (B)(6) 2012 and she ended up in the hospital for a whole month because the infection was so bad.